Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the helix of the right ventricular (rv) lead was unable to be extended. The rv lead was not u sed and replaced to complete the operation. It was noted that the rv lead was tested in the unsterile field, of which the helix seemed to be caught on something. Once the helix was finally extended, extension and retraction was completed without issue. There was no patient involvement.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. The exposed right ventricular defibrillation coil became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned damage with the helix bent, and the rv exposed coil kinked. No further helix function possible. If information is provided in the future, a supplemental report will be issued.